Manufacturer narrative:
Follow-up is not possible with the initial reporter. Therefore, additional event, product and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Healthcare provider reported, via nbir a right side "suspected/actual rupture. Change shape/size/style". The device has been explanted.